Event description:
It was reported that the devices were used during a laparoscopic myomectomy. It was reported by the rep that the trocars were leaking, both gaskets and reducer caps. There was no consequence to the pt.